Event description:
It was reported that the device was in use with patient for infusion of remodulin for treatment of pulmonary arterial hypertension. The reporter stated the patient called to report the infusion was taking longer than previous infusions (patient reported previously the cartridge would be empty after 72 hours but this infusion was taking longer). No adverse effects to patient reported.